Event description:
The pulsar-18 stent system was chosen for the treatment of a severely calcified lesion in the sfa. After removal of the locking tab and pressing the trigger the stent could not be released.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In the as-returned condition the guidewire used in the intervention was stuck inside the instrument. The technical investigation of the instrument revealed that the outer shaft has been retracted by about 16 mm and the stent has been partially released. The proximal stent markers touch the proximal stent stopper and are deformed. The retractable outer shaft has buckled at the proximal stent stopper and is constricted proximal to the proximal stent stopper. Outside of the deformed zone the diameter of the retractable outer shaft still complies with the specification. The inner shaft is severely deformed at its proximal end. At this location the guidewire is stuck. The stent was blocked and pulled back against the proximal stent stopper when the outer shaft was retracted during release. The blockage of the stent is most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the instrument was manufactured according to specifications. The device fulfilled all the requirements of in-process and final inspection. The conducted technical investigations and review of the production documentation did not reveal a material defect or manufacturing deviation. The final root cause for the reported event could not be determined.